Event description:
As reported via the edwards implant patient registery, less than one month post transcatheter aortic valve replacement (tavr) the patient expired.

Manufacturer narrative:
Investigation revealed new information that this patient was discharged 4 days s/p tavr. An autopsy was not done for this patient. Multiple attempts have be made to obtain further information from the hospital regarding this event, but the exact cause of death has not been received. There is insufficient information available to determine the cause of the patient's death at this time. From the information provided, there is no evidence that the death is related to the edwards valve. A review of the device history records showed that the edwards sapien valve met all specifications and all valves are 100% inspected prior to product release. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. If additional significant information is received this file will be re-assessed and an update will be sent to the FDA. Please note: device serial number, lot #, manufacturing and expiration dates are corrected.

Manufacturer narrative:
Investigation on the death and the cause of the death is in progress by edwards lifesciences